Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mmx28mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left circumflex artery. After a non-bsc guide catheter and a 0.011 guide wire were crossed the lesion, pre-dilation was performed with 1.2/2/2.5 nc balloon catheter resulting to 65% residual stenosis. Following pre-dilation, a 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts and the shaft broke 29cm from the hub. The device was removed from the guiding catheter and the procedure was completed with a 2.5x28mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Promus element plus, mr, ous 2.75x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 22.5cm distal to the distal strain relied, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mmx28mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left circumflex artery. After a non-bsc guide catheter and a 0.011 guide wire were crossed the lesion, pre-dilation was performed with 1.2/2/2.5 nc balloon catheter resulting to 65% residual stenosis. Following pre-dilation, a 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts and the shaft broke 29cm from the hub. The device was removed from the guiding catheter and the procedure was completed with a 2.5x28mm stent. No patient complications were reported and the patient's status was stable.